Event description:
Reporter indicated a vns patient had lead replacement surgery due to the development of a latissimal tremor in the neck two weeks previously. Adjusting the vns settings previously had not improved the tremor and the vns was disabled, which improved the tremor. X-rays were performed which did not identify any anomalies with the vns per the reporter. The explanted lead has been returned and is currently in product analysis. Follow up with the surgeon and treating neurologist revealed the patient is now tolerating vns stimulation very well and the latissimal tremor has not returned.